Event description:
It was reported that the pump delivered too much insulin during a bolus. Reportedly, the pump had delivered 3 separate boluses instead of a 1 bolus intended to be delivered. Subsequently, the customer experienced a blood glucose (bg) displayed as "low". A specific bg value was not provided. The customer was given glucagon and carbohydrates to address their bg. System check with tandem technical support confirmed the pump was functioning as intended and that a bolus was initiated by customer 3 times.